Manufacturer narrative:
One capnocheck ii (8400) was returned for investigation. The reported complaint was verified after the returned device failed to power on. The technician visually inspected the internal components and found that the keypad was disconnected from the main board. The keypad was re-connected to the main board after which the device powered on successfully. Although the device powered on the screen had missing pixels on the right side of the lcd. Further inspection revealed that the display had a crack on the lens. These damages were caused by some kind of impact to the device. A new lcd, front lens and keypad were installed in order to repair the device.

Event description:
It was reported that the capnocheck ii (8400) failed to turn on. No patient injury or complications were reported in relation to this event.